Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed that the device had not been serviced in the last 12 months. The event history log was reviewed and there are no errors related to the customer complaint. The reported issue was not confirmed. The device underwent preventative maintenance (pm) with no issues and passed both accuracy and functional testing.

Event description:
It was reported that the device was alarming air in line and 50ml bag found to be completely empty despite the pump displaying that the volume to be infused was 50ml remaining. The air in line did not reach the patient but the air bubbles can be seen in the given set. The clinical team was unaware of how 50ml was missing. This pump is also subject to tga recall rc-2024-rn-00171-1. There was patient involvement, and no patient harm/adverse event reported